Manufacturer narrative:
The device was returned to the design house in (B)(4) for an engineering investigation. The investigation methods, results and conclusion are not yet finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error message sf101 and performed a safety reset while the caregiver was changing the patient settings. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the error message sf101 and safety reset. The investigation determined that the device faults were due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).